Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. As received, the monitor failed incoming testing and displayed service code 204. Upon evaluation, the belt receptacle was pulled from the monitor case, pulling the j1001 connector from the ca board. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was displaying a service code 204 (belt/monitor unusable).